Manufacturer narrative:
The explanted products were not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received inappropriate shocks due to t-wave oversensing. The device software was updated to include the smart pass feature; however, the feature could not be programmed on. Technical services discussed the amplitude of the r-waves was too small for smart pass to be enabled. It was noted the patient did not want a revision procedure to optimize the r-wave amplitudes. Two years later a clinician contacted technical services to discuss the device. The patient was new to the clinic and the clinician was trying to mitigate t-wave oversensing, as the patient had a history of inappropriate shocks. Technical services discussed smart pass would not enable due to the small r-wave amplitudes. Four months later, the s-ICD and electrode were explanted due to the inappropriate shocks and a transvenous system was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode body found an arc mark on the proximal area of the distal shock coil. The appearance of the arc mark indicated this most likely occurred post-explant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the t-wave oversensing and inappropriate shocks that were observed clinically.